Manufacturer narrative:
Device evaluation: one 4.5mm cannulated endoscopic dill bit from the endobutton cl ultra pac was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The entire drill head has broken off of the shaft. Drill head was not returned for evaluation. The shaft of the drill is dramatically bent. Dimensional inspection of the returned drill shaft diameter found it met print specification. Clinical details were provided confirming that the guidewire used in conjunction with the drill was bent during the drilling process. The condition of the returned drill is the direct result of drilling over a bent guidewire. No further investigation is warranted at this time. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an acl (anterior cruciate ligament) reconstruction procedure utilizing an endobutton cl ultra, it was reported that the drill tip broke and remains in the patient. It was not possible to remove the broken piece completely; the drill tip is in situ of the femur condyle. The patient¿s bone quality was good. A back-up device was used to complete the procedure. The patient¿s post-operative condition was good. There were no reports of patient injuries or complications.